Event description:
Additional information was received stating that the programmer issues was unrelated to the surging. The programmer is working fine. The cause of the energy surge was not determined. They ordered an x-ray to determine if a fracture had occurred. The issue is not yet resolved. This as confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the physician wanted to schedule an MRI of the lumbar spine due to back pain. The patient had also been having right sided body shocking with them able to reproduce the same shocking sensation in office with impedances within normal limits. An x-ray was already performed which didn¿t show any fracture. The patient had stimulation turned off for two months with no shocking during that time (it was believed the left was turned off-but wasn¿t confirmed).

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient is experiencing a surge of on and off of electrical energy on right side of face, arm, and leg. This started after patient got her patient programmer wet. Patient was last programmed a week and half ago and had no symptoms prior. The manufacturer representative checked patient programmer and it appears to be working just fine. Caller believes it was just coincidental that it got wet the same time symptoms began. Impedances look all within range and run at .7 and 1.5. Symptoms are only present w hen therapy is on. It was determined that symptoms are not positionally related as nothing is exact or consistent. No trauma reported by patient.